Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic previously and variation of impedance and noise were noted on the right ventricular lead. There were no other electrical anomalies. The patient was brought into the operating room and the lead was capped and replaced successfully. The patient was in stable condition prior, during, and post operation.